Event description:
It was reported that while ventilating a (B)(6)-month old infant with the v60 ventilator the monitored leak values were not displayed and the patient experienced a desaturation of peripheral oxygenation (spo2) to an unspecified degree. The reporter has lodged an enhancement request with the manufacturer to establish a an obstruction alarm to indicate when an obstruction of an intentional leak port is placed into the breathing circuit proximal to the device and mask interface elbow. The device was in use and providing CPAP (unspecified pressure) therapy with a full face performax (size x-small) interface, entrainment elbow 2, and pediatric whisper swivel plus anti-asphyxia valve to a (B)(6)-month old infant patient during the time of the reported event. The patient experienced an episode of spo2 desaturation during the event. After manipulating the inline anti-asphyxia valve therapy was able to resume and the patient condition resolved with no further harm or injury noted.

Manufacturer narrative:
G4:29mar2021; b4:29apr2021. The device was in use on a patient at the time of the event in questions, however previous statements of patient injury (desaturation of spo2 to an unspecified extent) have since been redacted. Upon performing further outreach, the reporter has redacted their previous complaints statement and clarified that the complaint was lodged mistakenly. The reporter has stated that no patient harm had occurred and that the device/equipment was used incorrectly. The reporter has since requested to close the complaint record.based upon the information provided, no failure or malfunction of the device performance to manufacturer specifications has been alleged. The device was in clinical use at the time of the reported event and customer statements of patient harm (desaturation of spo2) have since been redacted.the root cause of the event in question has been determined to be unspecified use error.